Event description:
Country of complaint: (B)(6). Needle detached from thread.

Manufacturer narrative:
Us reporting agent notified: (B)(4) 2014. Complaint description: needle detaches from the thread without force. Samples received: 1 unopened race pack. OEM has received one closed sample. There are no previous complaints of this code/batch. There are no units in OEM stock. OEM has tested the needle attachment of the sample received and the results conform to OEM's requirements. A minimum of five samples would be preferred because it is the minimum number of units required for testing. Reviewed the batch mfg record, this product had a normal process and the results during the process conform to OEM's requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the result of the sample tested. No further pt info was provided at the time of this report or made available in response to follow up communication. No additional consequences have been reported from this event.